Manufacturer narrative:
Device lot number, or serial number, now provided device manufacturing date now provided. Replacement device shipped to site for resolution. Medtronic investigation of returned suspect device finds that the tip of the instrument is bent over as reported. The instrument is in otherwise good condition. Failure mode: physical damage failure mechanism: bent instrument tip. Directly caused event. After part replacement, a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A site representative, physician, reported that, while in a spine procedure working on l4 or l5 vertebra, their lumbar probe was bent. The surgeon was using the probe to bore into the vertebra. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.